Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID: 2134265-2016-10989. It was reported a pericardial effusion occurred. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device & delivery system was advanced through a watchman ® access system. The closure device deployed in the laa. It was placed distal to and spanned the entire laa ostium with a complete seal noted and was therefore released. A transthoracic echocardiogram (tte) was performed which revealed a pericardial effusion. No intervention was performed and the effusion was considered resolved five days later.